Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported patient had underdose symptoms. The healthcare professional (hcp) aspirated the catheter prior to surgery and got very sluggish flow. The factors that may have caused, contributed, or led to the issue was not determined. It was noted that the catheter was fixed/replaced during spinal surgery. A partial explant occurred on (B)(6) 2017 and will be returned for analysis. It was noted that the issue was resolved at time of event, and patient's status at time of event was "alive-no injury." It was noted that surgical intervention did occur as part of the catheter was removed and replaced. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the device will not be returned for a nalysis/will not be sent for return. No further complications were reported/anticipated.